Event description:
Complainant alleged that during a routine shift check by a clinician, the device was found to be sparking and arcing inside the recorder. Complainant indicated that there was no pt involvement in the reported failure.